Event description:
Per the clinic, the patient experienced feedback issues with device use. Subsequently, the patient underwent revision surgery under general anesthesia on february 22, 2023, in order to explant the device and convert the patient to a percutaneous baha implant system.